Event description:
Treatment of a fusiform ruptured aneurysm in the right m1. It was reported the patient had hemorrhaged three times prior to the procedure. The patient was implanted with one pipeline and one codman coil and expired post procedure. The cause of death was due a hemorrhage.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation because it was implanted in the patient. (B)(4).